Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 25 units. Reportedly, the cartridge was filled with 250 units of insulin. A new cartridge was loaded and the customer observed an additional inaccurate fill estimate. Blood glucose level was 77 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.